Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that their device has been hacked into and they've been harassed and could hear threats and intimidation and they can't escape it. Pt mentioned that the manufacturer needs to upgrade charger or device so that no one can hack into it. Pt stated it's getting into their mental health and that no body is believing them. Pt stated they've turned off all of their house electronics and have changed homes and cars but were still having the same issue. Pt stated that the issue has been going on for a while. Agent reviewed that it is nearly impossible for the devices to get hacked as our devices use a proprietary technology that relies on a magnetic pulse to read from and program to our devices.  The carrier frequency is 175khz burst. All current neuro devices require that the antenna is within a few inches of the device to program.  Therefore, it is almost impossible that someone could program any current neuro device without the patient's knowledge. Pt was escalated and stated they were ready to take device out of their body. When agent asked if the pt statement of self harm are true, pt disregarded the question. Pt stated that the manufacturer needs to make a security upgrade. Agent asked pt to follow up with their doctor and pt said their doctor is afraid of lawsuits. Pt the stated they are seeing mental health help but that there is nothing wrong with them. Agent offered to take down pt's suggestions and pt disconnected the call.